Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated that the therapy worked great until 2 months ago and had been adjusted 3 times but it only worked for 2-3 hours before losing therapy again. It was also reported that the patient was told by their healthcare professional (hcp) that the lead wire ¿might have moved¿. The patient stated that they had ¿spinulitis¿ which was essentially is their spine is deteriorating and causing the wire to move. In addition, the patient experienced ¿little shocks¿ throughout their body, ¿like a small voltage¿. The patient stated that their ins was ¿sticking out¿ since last month or so. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n315743, implanted: (B)(6) 2012, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).